Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch interface printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 29, 2013. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The footswitch interface printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned sample was installed into a calibrated system. Upon start up a system message (sm) was displayed. The component on the pcb was found to be shorted. Upon removal of the short capacitor, the system was able to start up without incident. The root cause of the reported event can be attributed to a short component on the pcb. (B)(4).

Event description:
A customer reported that a system had a system message displayed and a footswitch did not respond before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).